Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: dis colon rectum 2015; 58: 799¿807; doi: 10.1097/dcr.0000000000000402. (B)(4).

Event description:
It was reported via journal article: "title : a multicenter collaboration to assess the safety of laparoscopic ventral rectopexy" author: charles evans, m.d., f.r.c.s.1 ¿ andrew r. L. Stevenson, m.b.b.s., f.r.a.c.s.2 pierpaolo sileri, m.d., ph.d.3 ¿ mark a. Mercer-jones, m.b.b.s., f.r.c.s.4 anthony r. Dixon, d.m., f.r.c.s., f.r.c.s.(edinb.)5 chris cunningham, m.d., f.r.c.s.(edinb.)1 ¿ oliver m. Jones, d.m., f.r.c.s.1 ian lindsey, m.b.b.s., f.r.a.c.s.. This retrospective observational study aimed to determine the risk of mesh and nonmesh morbidity after laparoscopic ventral rectopexy and to compare the safety of synthetic meshes with biological grafts. Between sep1999 and mar2013, 2203 laparoscopic ventral rectopexy were performed in 5 centers and included in the analysis. Of these, 45 patients developed mesh erosion (all female; median age of 54 years [ranged 23-86 years]): synthetic mesh (n=42) and biological graft (n=3). Of the 3 patients with erosion after use of the biological graft, 2 patients had stitch sinus (n=1 rectal and n=1 vaginal) in which there was exposure of non-absorbable ethibond sutures with no evidence of direct mesh exposure. These patients were treated with removal of stitch sinuses only without any mesh exposed. When considering the 3 biological graft erosions identified in these data, it is significant that 2 of the patients involved a stitch sinus with the presence of nonabsorbable suture (ethibond) within the rectum or vagina. The authors suggested that the use of an absorbable suture to secure the mesh to the rectum to avoid this problem. The etiology of a significant proportion of erosions is the result of exposure of nonabsorbable sutures to the rectal or vaginal lumen acting as a nidus for infection and the progressive exposure of mesh.